Event description:
A hospital reported to our distributor that the water feeding tube came off from the chamber body of nr290 autofeed chamber when the hospital staff was exchanging water bags. No pt consequence reported.

Manufacturer narrative:
We are awaiting the return of the complaint device to complaint our investigation.